Event description:
It was observed during the device inspection that the uretero-reno videoscope failed leak test due to foreign material. Additionally, foreign material was found inside the forceps passage and inside brush passage. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to environment problem, problems that occurred due to factors within the environment e.g. Dust, dirt, humidity, temperature. However, a definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device